Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced high blood glucose (300 mg/dl) event on (B)(6) 2026. The patient was treated with corrections. No further information available.